Manufacturer narrative:
Investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 2325436, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed blood within the catheter, extension tubing and q-syte connectors. There also appeared to be the blood around the rim of the catheter adapter and septum. However, no damage could be identified to the device or its components. Therefore, based off the provided photo the engineer was able to verify the reported defect but could not determine a definitive root cause for the observed leakage.

Event description:
It was reported that 3 bd nexiva¿ closed IV catheter systems leaked blood after their needle was retracted. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "description of event: during IV placement, after needle was retracted and removed, blood began pouring out of the back of IV catheter where the needle was. This is the second time this has happened and the fourth time I have heard of this in our department... No harm.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this feld. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd nexiva¿ closed IV catheter systems leaked blood after their needle was retracted. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "description of event: during IV placement, after needle was retracted and removed, blood began pouring out of the back of IV catheter where the needle was. This is the second time this has happened and the fourth time I have heard of this in our department... No harm."